Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 465 mg/dl at the time of incident. The customer treated high blood glucose with insulin pump. The customer was declined to troubleshoot for high blood glucose. The customer reported that the insulin pump had insulin flow blocked alarm. The cannula was bent of the infusion set. The insulin pump will not be returned for analysis.